Manufacturer narrative:
Additional manufacturer narrative: report of an explanted aortic bioprosthetic valve after an implant duration of approximately 10 years. The reason for explant was not provided and the device not returned for evaluation despite multiple follow up attempts with the healthcare provider. Therefore, the root cause and mechanism leading to the reported explant cannot be identified or evaluated at this time. No further action is required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this bioprosthetic aortic valve was explanted after an implant duration of approximately 10 years. The reason for explant has not been provided despite multiple follow up attempts with the healthcare provider.